Event description:
Reporter indicated that a vns pt would undergo vns revision surgery because a system diagnostic test showed "a disruption in the system." It was later reported that the lead and generator had been replaced due to a lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.